Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a startright representative that the customer passed out due to low blood glucose levels and ended up in the hospital. The customer's blood glucose level was unknown. The customer was hospitalized for 6 to 8 hours then was released. The customer had adjustments made by his doctor and his readings have improved. The customer declined to speak to the helpline. No further details were provided.